Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the vad engineer reports the patient had a system controller exchange. The patient is currently supported by the low flow (B)(4) software, so the new back-up controller needs to be upgraded to the (B)(4) software as well, therefore the new backup system controller was upgraded. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a controller exchange for an unknown reason was confirmed. The heartmate 3 system controller, was not returned for analysis. There were no additional images, documents, or log file regarding the event. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 10feb2021. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.